Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. The connections within the viewing station were re-seated and the wire harnesses were e-dressed to restore functionality. Following the adjustments, the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the viewing station of the imaging system would go black or the imaging system would restart when the monitor is rotated or bumped by the user. It was reported that the issue occurred during transportation of the imaging system. No additional information was provided.